Event description:
It was reported during the preparation, upon opening the package, there was a hair found on the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 is selected to represent the reportable event of device contamination with chemical or other material.